Event description:
No additional information provided.

Manufacturer narrative:
1. Batch history analysis a detailed analysis of the reported batch history was conducted, and no related quality notifications have been identified so far. However, a maintenance order was recorded for the mold in question, which may be associated with the reported incident. 2. Visual evaluation of the defect based on the evaluation of the provided images, the reported incident was confirmed. According to maintenance order no. 605439453, issued for the mold, repairs were carried out to fix water leaks in the cavities, along with the replacement of five broken pilot pins and one vent pin. These factors are consistent with the typical root cause of this type of occurrence, which is usually related to water entering the machine's cylinder. 3. Maintenance details the maintenance order included: repair of water leaks in the mold cavities; replacement of five broken pilot pins; replacement of one vent pin. These issues suggest mechanical wear or sealing failure, which may have allowed water to enter the mold during the molding process. 4. Location of the problem in the manufacturing process based on the available evidence, the issue is occurring during the molding stage of the syringe manufacturing process. The presence of water in the cavities during this phase can compromise the proper formation of the cylinder, leading to cracks, deformations, or structural weaknesses. 5. Failure mechanism ¿ clarification the failure mechanism is related to water interference during the molding process, which may result from: internal leaks in the mold; failure of sealing components (pilot pins and vent pin); wear or breakage of parts that compromise thermal and mechanical isolation. This interference can cause internal defects that are not immediately visible, making them difficult to detect through standard visual inspection. 6. Follow-up and monitoring complaints received for this device and the reported condition will continue to be monitored and evaluated. The information will be consolidated into trend reports and regularly reviewed. Our quality team conducts periodic analyses of the collected data to identify potential patterns or emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd syringe plastipak 5ml s/t s/su luer was cracked / damaged / deformed. The following information was provided by the initial reporter: we have 5ml bd brand syringes from lot: lot: 4234792 fab. 2024-09, from invoice number (B)(4). The collection team thought at first that it was a ¿sporadic¿ case - only 2 syringes were found - and then several employees reported it. Not all the syringes, but several came with a crack, making it impossible to collect them because the defect causes air to enter, causing only ¿bubbles¿ to come out in all the defective syringes.